Event description:
During the patient call, the autopulse platform (sn (B)(4) wouldn't power on when used with several fully charged autopulse li-ion batteries (sn unknown). The status leds on the batteries show 4 green lights, indicating they are fully charged. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.